Event description:
Due to bph (enlarged prostrate) or sullest green light laser performed at (B)(6) hospital. Got bad infection from 1 day stay at hospital and I am now incontinent. Asked doctor of that could happen. He said no. The following sites give actual photos of green light procedure: green light web sites, you tube, ams manufacturer of laser how safe is green light surgery, numerous complaints posted. I have spent over 50 hrs on this subject, spoken with top urologist and 5 major clinics and hospitals. My mistake was to believe the doctor when I asked if incontinence was possible and he said no. I do think it is a good product if the doctor is very good, if the patient is not over 75, and his prostrate was never exposed to external or internal radiation. From my research, there must be hundreds of patients that are very sorry that they got green light; the non qualified doctors only want the big fee. Incontinence is not only a big handicap but costly. The methods to attempt to correct the problem only apply for younger men and only 40% are pleased. Green light should say on their web site when not to get the surgery or what are the chances of incontinence, also does previous radiation affect results. Thank you for replying to my phone call. If you request additional data I will be pleased to submit. I am a college grad of (B)(6).